Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were noted in the cartridge luer lock. There was no impact to the customer's blood glucose level. The customer was instructed to prime the air bubbles out. Reportedly, the customer had not performed the air removal step correctly, as they were not pulling back all the way on the syringe plunger while extracting air.